Manufacturer narrative:
Case under investigation. A follow up report will be submitted once the investigation is complete.

Event description:
The distributor has returned to the manufacturer one swollen li-on battery with following information: one of the distributor's employee kept the battery and charger in his office. After certain amount of time he noticed that the battery is swollen. The distributor never reported the problem with subject battery before. There was no reported patient involvement or adverse patient impact. The battery was manufactured in june 2014 and initial verification of the traceability data from the manufacturing process does not indicate potential root cause of the problem. Further analysis is required. The device was received. Investigation is not complete. This report represents all the information known by the manufacturer.